Manufacturer narrative:
Retained syringes from lot: 64844a were tested for barrel and plunger compatibility, no abnormalities were detected during testing.

Event description:
A direct customer of a distributor reported that the plungers can easily be removed from the barrel of syringes 831165, lt 64844a without much force.

Manufacturer narrative:
Initial trend analysis for lot 64844a was conducted, no malfunctions were found. This is the only complaint for lot 64844a. Further investigation will be conducted to determine the root cause of complaint.

Event description:
A direct customer of a distributor reported that the plungers can easily be removed from the barrel of syringes 831165 lt 64844a without much force.